Event description:
Procedure type: breast reconstruction. According to the reporter: dehiscence post-operatively, needles bending, and sutures spitting post-operatively. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material used.

Manufacturer narrative:
(B)(4).